Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported seeking medical assistance due to low blood glucose. The glucose reading at time of her admission was 118 mg/dl. The customer was experiencing low sugars for last couple of months. The customer¿s most recent glucose reading was 67 mg/dl, and she has treated with food, then her glucose level went up to 137 mg/dl. The customer declined to troubleshoot, and she feels that the basal and boluses need to be adjusted. No further info was provided.